Manufacturer narrative:
The customer reported the tubing pulled free, and returned photo and video evidence of material 2426-0007, lot 25083170. Upon initial visual examination, the set verified the complaint of separation from the inlet of the smart site. The tubing and physical sample were unable to be returned for investigation. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The manufacturing plant found the root cause for the separation to be related to incorrect solvent application by the assembler. The plant addressed the failure by adding 100% inspection on the training line, increasing the changeover frequency of the solvent dispenser maintenance, and notifying the production personnel of the issue. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
The tubing pulled free from the lowest smartsite valve and leaked. So far this is the only instance of this issue. We tried another set from the same lot# and it worked as expected. The issue did happen during patient use, but I am unsure of the impact of the issue.